Event description:
Customer called for an inquiry and wanted to know what types of lancets were compatible with his adc lancing device. Customer further reported subsequently experienced unspecified injury. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The medical event was related to training issue, hence there is no indication of a product malfunction. Therefore no further investigation of the product is required. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of the medical event is unknown. The date listed is the date when abbott diabetes care became aware of the event.